Event description:
It was reported that the patient was admitted to the ER with signs of infection at the ipg site within a few weeks following ipg replacement. In turn, the patient's scs system was explanted.